Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in one piece. The cause of the reported event was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. No other anomalies were found.

Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited over-sensed noise resulting in pacing inhibition. The rv lead was explanted and replaced. The patient was in stable condition.